Event description:
A dialysis nurse reported that the dialysis patient had experienced minicaps falling off the transfer set. No patient injury or medical intervention was reported.

Manufacturer narrative:
Samples were discarded and are unavailable for analysis. There are no further measures to be taken relative to his matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.